Manufacturer narrative:
Was unable to receive lot number from consumer.

Event description:
On 09-nov-23, nurse assist received a complaint via phone from olivia mcfallar of the following event description from nurse assist customer service e-mail: in 1 week, 4 different saline spray wound care products were purchased from walmart online. She did not have the invoices available at the time of the call, to provide which 4 products were purchased. She used the sprays to treat minor wounds while caring for her grandmother. From memory, she said: · bandaid brand. · mckesson brand. · (unknown at time of call). · (unknown at time of call). Grandmother had a minor wound that was treated by one of the sprays, "must have been yours", developed an infection that rapidly developed into gangrene. Grandmother then passed away in a matter of days. The caller was grieving and threw away the products the following day, as they were no longer needed for caring for grandmother. She does not have the lot #s, and could not tell me what the other 2 product brands were, but swears that our recalled saline spray has to be responsible for the infection and death, based on the recall notification that she received from walmart. She was driving at the time of the call and did not have access to the walmart order history, to give me the 3rd party seller information. I told her to contact those 3rd party sellers when she gets home, to request refunds. At this time, we do not have the other 2 brand names or any of lot #s, to trace the products sold on walmart's website.